Manufacturer narrative:
The reported event of deformation upon deployment not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method, and conclusion codes, along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 16mm amplatzer septal occluder was selected for implant. While loading the device the 2 discs remained separated. The device was reloaded and loaded multiple times. During deployment, the device resulted into a cobra head deformation. The device was exchanged and replaced. There was a minor delay in procedure. The patient was reported to be in stable condition.